Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing heaving bleeding during inserting the adc device and experienced symptoms of discomfort and burning. The customer further reported that a pharmacist provided first aid by applying pressure to the sensor insertion site to stop the bleeding and no further information was reported. There was no report of death or permanent injury associated with this event.